Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker presented to the emergency room after passing out and fracturing their rib. The device was checked and there were no stored episodes correlating to the event. Boston scientific technical services discussed device function and episode storage with the patient and suggested following up with their physician regarding episode storage parameters. This device remains in service. No additional adverse patient effects were reported.